Event description:
It was learned that an edwards pericardial mitral valve was explanted after an implant duration of approximately 6 years due to mitral regurgitation and perivalvular leak. Operative report indicates patient also underwent tricuspid valve repair, maze procedure, and insertion of rv epicardial pacing wires. Operative findings indicate, "the heart and great vessels were encased in dense mediastinal adhesions. The left atrium was moderately dilated. The left atrial appendage was closed and did not need to be treated. There was a significant perivalvular leak at the p1 equivalent area. The valve itself appeared normal." The subject device was explanted without complications, and replaced with an edwards magna ease mitral bioprosthesis.

Manufacturer narrative:
Evaluation method: device has not yet been returned. Device history record review and valve evaluation results will be reported once completed.

Manufacturer narrative:
Evaluation codes: method # other = x-ray. Evaluation summary: as received, the valve exhibited moderate layer of host tissue that was separated from the valve. Upon examination the strand was most likely at the stent inflow. The physical characteristic of the strand appeared to fit the curve of the stent inflow. Minimal host tissue may have been at the tissue inflow from the described strand. The leaflets were intact and flexible. No inconsistencies detected in the x-ray as the wireform was intact. Device evaluation indicates no structural valve deterioration that may have caused or contributed to this explant. It is likely that the reported perivalvular leak was due to anatomical and/or procedural factors. The valve leaflets were intact with no signs of any significant degeneration. It was also noted that this is the patient's 3rd mitral valve surgery. Without echo imaging, the reported perivalvular leak cannot be confirmed or evaluated. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency or product malfunction that may have caused or contributed to the event.